Manufacturer narrative:
(B)(6). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a reducer became stuck on a pedicle screw during surgery. The reducer was able to be removed and an alternative reducer was used to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
UDI number: ((B)(4). The returned tower was evaluated. The inner tube appeared to be splayed which was confirmed through a mechanical evaluation. The cause is likely attributed to unintended damage since the device was thought to be stuck during use, and was not fully backed off the screw before disengagement. The labeling was reviewed and found to contain instructions regarding proper usage of the device. A review of the DHR did not find any indications of manufacturing issues which would have contributed to this event.